Event description:
The customer reported that the sterrad 100s sterilizer displayed two low pressure in injection error messages. The customer changed the vaporizer plate and ran an empty cycle that passed. The two subsequent loads also passed. A healthcare worker (hcw) experienced h2o2 contact while removing a load from a cancelled cycle in the sterrad 100s sterilizer. The hcw experienced itchy burning skin on her hands and face for over an hour. The hcw is doing well and did not seek medical attention. The hcw was not wearing ppe. The customer mentioned the tray was in the sterrad for the duration of the weekend. When she opened the sterrad on monday morning, the instruments were dry and there was no white residue.

Manufacturer narrative:
(B)(4): skin on hands and face. The IFU states the following: warning! Hydrogen peroxide is corrosive. Concentrated hydrogen peroxide is corrosive to skin, eyes, nose, throat, lungs, and the gastrointestinal tract. Always wear chemical resistant latex, pvc (vinyl), or nitrile gloves when removing items from the sterilizer following a cancelled cycle or if any moisture is noted on items in the load following a completed cycle. Per the IFU, all items must be cleaned and thoroughly dried before loading into the sterilizer. Loads containing moisture may cause cycle cancellation. An asp field service engineer assessed the unit. He stated that the unit was displaying "ready to use" upon arrival. The fse troubleshot the injection system, removed the injector valve assembly and replaced it. The fse performed product verification and ran an empty test cycle. The unit meets manufacturers' specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number, the health hazard analysis, the system hazard and user misuse analysis and the failure investigation report. The DHR (device history review) for sterrad 100s system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for h2o2 skin contact. Trending analysis for h2o2 skin contact issues associated to the sterrad 100s did not indicate a significant trend. (B)(4). No further action is required in the investigation of low pressure in injection on the sterrad 100s. The field service engineer replaced the injector valve assembly to resolve the issue of low pressure ii cancellations. The injector valve assembly was returned to asp for testing. The unit passed the test cycle and the leak back test. The reason for return could not be confirmed.